Event description:
Boston scientific received information that this device was beeping six times hourly. Upon interrogation it was noted that the battery was full. The daily measurements were reviewed which showed that the shock impedances had measured zero ohms on a specific day, and the measurements before and after were all normal and stable. The patient performed isometrics and the header was manipulated which still showed normal stable measurements. The beeping was turned on and then off to reset the alert. The patient was scheduled for a routine check in. No adverse patient effects were reported.

Manufacturer narrative:
A review of the information by technical services noted that one hypothesis of this case could be electro magnetic interference (emi). A save to disk was not sent for review. The device remains implanted.

Manufacturer narrative:
Additional information noted that this device was explanted and returned. This product was returned, upon analysis completion this report will be updated at that time.

Manufacturer narrative:
Subsequently this device was explanted and returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--